Event description:
It was reported the patient complained of pain in the chest area approximately one week post implant. Echocardiography revealed a p ericardial effusion due to lead perforation in the right ventricle. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).